Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. One kink was observed at 35.50cm from the proximal end of the device. No damages and no abnormalities were detected in the distal portion of the microcatheter. The inner diameter (ID) and outer diameter (od) of the prowler select plus microcatheter were measured and confirmed to be within specifications. The microcatheter was flushed using a lab sample syringe and resistance was felt. No water was observed from the distal end of the device. A 0.018-inch (0.04572 cm) lab sample guidewire was introduced and advanced. An obstruction was felt when the wire reached the kinked section at 35.50cm. The guidewire was also inserted on the distal end of the device and the wire was able to pass until reach the area where the kink was observed. The issue regarding the microcatheter being obstructed on the distal portion cannot be confirmed since no issues were detected in the distal portion, the guidewire was able to be inserted indicating that the microcatheter was not obstructed. According to the risk documentation, insufficient flushing is a potential failure mode that can compromise the performance of the therapeutic device. With the information available and the evidence obtained from the returned device, there is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. The kink observed at 35.50cm from the proximal end of the microcatheter was not originally reported in the complaint; and it may have appeared during the post-operational handling where excessive force was inadvertently applied to the device. A review of manufacturing documentation associated with this lot (30883123) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The instructions for use (IFU) contains the following precaution and warning: when ready to infuse, withdraw the guidewire completely from the catheter. Connect a syringe containing infusate to the microcatheter hub and infuse according to the manufacturer¿s instructions and precautions. Warning: if flow through the catheter becomes restricted, do not attempt to clear the catheter lumen by infusion. Determine and remedy the cause of blockage or replace the blocked catheter with a new catheter before resuming infusion. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00908 and 3008114965-2023-00909. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 09-jan-2024. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00908 and 3008114965-2023-00909. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30883123) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00908 and 3008114965-2023-00909. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 7212911) was impeded in the distal end of the 150cm x 5cm prowler select plus microcatheter (606s255x / 30883123) and could not pass though the microcatheter. The physician removed the microcatheter and the stent from the patient and switched to new devices to complete the procedure. There was no report of any negative patient impact. Additional information was received on 07-dec-2023. Per the information, the procedure was targeting the ophthalmic artery segment in a 72-year-old male patient. When the stent was removed from the patient, it was still on the delivery wire. In response to whether the stent/stent delivery system appear damaged, the response received was ¿the stent was impeded [and] could not pass through the microcatheter.¿ a continuous flush had been maintained through the microcatheter. There were no visible kinks nor other damages observed on the microcatheter. Nothing unusual was noted about the system prior to use. The replacement stent was another 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212). The replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The information confirmed there was no negative patient impact. There was no clinically significant delay in the procedure as a result of the reported issue.